Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that this is not indicative of a fracture, but something more physiologic. The consultant discussed further testing to evaluate the integrity of the system. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting elevated shocking impedance measurements which had exceeded 125 ohms. No adverse patient effects were reported.